Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The potential root cause for this failure mode could be user related (example: salt accumulation)/ block drainage lumen/ no drainage eye. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the catheter was not draining, they had to have nurse come to home and pulled out the catheter and it was covered in pus and had to be replaced. No medical intervention reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was not draining, they had to have nurse come to home and pulled out the catheter and it was covered in pus and had to be replaced. No medical intervention reported.